Manufacturer narrative:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The manufacturer's evaluation is still ongoing due to the device needs to be retested after the parts had been replaced on the device. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was damage found to the front and rear enclosure cases, and external battery dc connector. The philips service technician had replaced the device's front and rear enclosure cases, and dc cable to address these issues. The philips service technician was not able to confirm the gap between enclosures. The philips service technician cleaned the outer enclosure on this device. Upon receiving new information, the low flow o2 test did not fail on the device as previously reported. The service technician confirmed that the test step did not fail on the device. The device had passed all testing on it. A correction report is being filed based on the new information provided by the service technician.

Event description:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The manufacturer's evaluation is still ongoing due to the device needs to be retested after the parts had been replaced on the device. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was damage found to the front and rear enclosure cases, and external battery dc connector. The philips service technician had replaced the device's front and rear enclosure cases, and dc cable to address these issues. The philips service technician was not able to confirm the gap between enclosures. The philips service technician cleaned the outer enclosure on this device.

Manufacturer narrative:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. After the parts were replaced, the philips service technician re-performed all testing on the device, and all testing had passed on the device after the repairs were made to the device. Additional findings not related to the malfunction/issue was damage found to the front and rear enclosure cases, and external battery dc connector. The philips service technician had replaced the device's front and rear enclosure cases, and dc cable to address these issues. The philips service technician was not able to confirm the gap between enclosures. The philips service technician cleaned the outer enclosure on this device.